Event description:
The customer received a blood test result of 6.7% from an hba1c test at the lab. He retested on the a1c now system and received 8.1%. The difference between the readings could be clinically significant. No adverse event was alleged. The customer was advised to return the kit for evaluation. A replacement was sent.